Event description:
The MFR received info alleging a pt expired while the ventilator was in pt use. The MFR is currently investigating this event and will file a f/u report when the investigation is complete.